Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 68 yo female patient who had an initial right reverse shoulder implanted, reported pain. An exploration & swabs were collected for culture. The surgeon doesn't think it is implant-related, implants are well fixed, nil signs of infection, poly is in good state. The surgeon proceeded with soft tissue release, but no implants were revised. No device breakage or surgical delays. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The patient underwent a revision surgery due to pain. During surgery the surgeon observed the implants were well fixed, there were no signs of infection, and the liner was in good state. Components were not removed and the surgeon proceeded with soft tissue release. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, impingement issues, or a combination of the above. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.